Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. Additional information was received from a healthcare provider (hcp). It was reported that the patient was seeing 'no device found'. Technical services (ts) had the patient reset the handset and communicator, and the patient was able to bolus. On (B)(6) 2026, an hcp reported that the patient was not able to get the handset and communicator to synchronize and were unable to get their boluses. The hcp reported that the patient was in pain. Ts reviewed applicable troubleshooting steps they could take to resolve the issue. The hcp stated they would call back if needed. On 2026-feb-02 it was reported that the handset was getting hung up on 90%. The patient ended up disconnecting the call, so the agent on the call was unable to assist the patient with clearing the data from the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they received a letter from medtronic dated 01/29/2026. Patient replied that they did not remember what happened in reference to if the issue resolved. Patient stated the 'machine still does the 90%'. Agent reviewed information and assisted patient with clearing data on the handset. Patient would monitor lag issue and call back if further assistance was needed.